Event description:
It was reported that the ventilator generated an alarms indicating high airway pressure and low expiratory minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the customer reported that there were issues during ventilation of the patient. When tidal volume was set to 500ml, the device delivered 340ml. The patient was reconnected to another device. During troubleshooting the issue was not reproduced by the technician. Device successfully passed pre-use check. Subject matter expert confirmed that there no was malfunction in logs and most likely the set volumes could not be delivered due to pressure limitation. The device was delivered to the user in working condition. Review of the provided logs confirm occurrence of the reported issue on date of event. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as expiratory minute volume low, peep low, airway pressure high or pressure delivery restricted were generated. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The root cause of the reported alarms has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).